Manufacturer narrative:
Evaluation conclusion: only the sensor board was returned to the manufacturer's quality assurance laboratory.

Event description:
A ventilator's sensor board was returned to the manufacturer's quality assurance laboratory for evaluation. There was no report of patient harm or injury. During the evaluation of the ventilator's sensor board at the manufacturer's quality assurance laboratory, the manufacturer found the root cause of the sensor board failing was caused by sensor (mt5) being out of tolerance.